Manufacturer narrative:
Unit arrival pending receipt of unit to evaluate the cause.

Event description:
Batteries fell out and hit staff in hand.

Manufacturer narrative:
During the evaluation it was not found to be loose or missing, but it was noticed that the original screws used to assemble the unit, which are 12mm in length, had been replaced with screw's that were shorter. Root cause: when service was completed the screws that were reinstalled were incorrect. The screws were too short and did not engage properly with the battery bracket. The proper screw, battery angle holder, and other components are critical in supporting the battery in place. A corrective action was already underway via (B)(4) which added the check of the battery bracket & screw to the pm checklist and was also updated in the tech manual to ensure that if replacement screws are used that they are m4 x 12mm socket cap screws. This ecr was released (B)(6) 2015. The m4 x 12mm socket cap screw has been used in prism production since (B)(6) 2011. This is the final report and there will be no further action taken.

Event description:
Prism medical(B)(6) was contacted by the dealer shhc sudbury that on (B)(6) 2015 a c450 manual traverse had the "batteries fell out and hit staff in hand". No injury was reported.